Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results with comfort curve strips within 10 minutes: 180 mg/dl and 90 mg/dl. No actions taken based on device results. No adverse event reported. Patient was not harmed as a result of this incident. Requested return of suspect device and replacement was sent.

Event description:
Device issue: dislodged stent. Time of device issue: during device preparation. Adverse event: none. It was reported that during device preparation, the stent dislodged from the balloon. There was no pt involvement. There was no add'l info provided.